Event description:
It was reported that this right ventricular (rv) shock lead impedance (sli) started in the 50 ohms range. In 2018 the sli gradually increased to about 110 ohms. In (B)(6) 2019 the sli increased to 125 ohms, which is out of range. When the patient received therapy in (B)(6) 2019 the sli was 72 ohms and impedances rose after that. Troubleshooting was discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.